Manufacturer narrative:
This report is being supplemented to provide information inadvertently not included on the previous report. As to flooding of the cables, the phenomenon could have been prevented by following the description in the instruction manual which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿

Manufacturer narrative:
Updated fields: d9, h3, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The connection issues and grainy image were due to a faulty charged coupled device. In addition, the following non-reportable malfunction was found during the device evaluation. Leak test of the cable failed, a damaged coupler was noted as well as cosmetic wear and tear. Based on the results of the investigation it is likely the grainy image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd autoclavable camera head has connection issues. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.